Event description:
It was reported that twenty-one (21) exactamix non-vented high-volume inlets had particles/hair/fibers either in the inlets or the packaging. This was found while inspecting the devices. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information for b3: the issues were observed as of 10 january 2025. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: h7 and h9 (the reported lot was not part of the field action). Additional information: d9, h3, h4, h6, h11. H4: the lot was manufactured in september 2024. H11: twenty-one (21) devices were received for evaluation. Visual inspection was performed on the returned samples. Examination of the samples identified minor dark spots, fibers, particulates, and surface imperfections on the exterior of device components, primarily on the outside of the tubing, white connectors, spike flanges, and within the sealed packaging. Observations included small embedded dark spot imperfections, isolated dark or red fibers, a brown particulate, and occasional packaging-related imperfections. The findings were cosmetic in nature and ranged from minute spots to small fibers. Importantly, all observed particles, fibers, and imperfections were located outside the fluid pathway, with no evidence of contamination or defects within the fluid pathway. Overall, the investigation found only minor external imperfections and extraneous particles/fibers that did not affect the fluid pathway. The reported condition was verified. The cause of the issue could not be determined; however, the cause was possibly inherent to contamination during the manufacturing or packaging process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.